Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 415 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose levels by delivering a manual bolus. Customer advised they changed out their set, their previous set had a bent cannula and their blood glucose did go down at a small margin. Customer's alarm history showed low reservoir and low battery. Customer declined to perform the high pressure test. Customer advised they moved from california to georgia, their insulin pump was off by 3 hours and they have not contacted a healthcare provider yet.